Event description:
It was reported that the patient underwent a spectra concealable penile prosthesis (spp) surgery due to unspecified reasons. No patient complications were reported in relation to this event.